Event description:
Provider alleges the consumer alleges the chair tilted & reclined on its own and the consumer allegedly fell from the chair.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.